Event description:
Tech alleged that fluid leaked onto the mattress of the bed.

Manufacturer narrative:
Tech replaced the ticking, topper foam, percussion/vibration cushion and sheer liner to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.